Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not confirmed. Manufacturing record review: the manufacturing record cannot be reviewed since the serial number is unknown. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during 2019. Catalog #: a complete catalog # is unknown as serial number was not provided. Unique identifier (UDI#): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, an explant is planned but not yet confirmed. Device manufacture date: unknown as serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that surgeon has a patient with very short eyes (~20 mm) in whom he implanted a tecnis symfony toric (zxt375 +30.0 at 179 degrees) in one eye and the result is -1.50 and best corrected visual acuity (bcva) of 20/40. Bcva pre-op was 20/25. Pre-op, the surgeon had obtained both iol master 700 and 500 measurements. Postop, the surgeon also did obtain u/s a-scan post-op which was similar. Reportedly surgeon is intending to explant the lens in secondary surgical procedure and place a tecnis toric targeting +1.1, expecting ~0.4 diopter of myopic result. No further information provided.